Manufacturer narrative:
The investigation into the atrial fibrillation with rapid ventricular response issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause was not determined. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Event description:
The patient expired while on support. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had impella cp pump support ongoing when the patient had a run of atrial fibrillation that prompted 5x defibrillation. The defib did return the patient to normal sinus rhythm (nsr).